Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the devices were implanted in 2006. Later, that same year, the pt's shoulder dislocated. The following month, the pt was revised and a spacer was added. The devices remain implanted. The surgeon also noted that the pt has parkinson disease, and felt this was a contributing factor.